Event description:
The customer tested her blood glucose and received a reading of 130 mg/dl using her contour meter. She was dizzy and felt as if her blood glucose was low, so she retested using another meter. The other meter read 50 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not mention any type of treatment. She performed control tests while troubleshooting and the results were within range, but the test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.